Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin showed contamination. The following information was provided by the initial reporter: "customer reports they received 4 boxes of tubes of media 221788 with some of the tubes showing turbidity/biological growth on them. Lot#: 2244936. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details."

Manufacturer narrative:
H.6 investigation summary: material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2244936 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing was satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: as part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. Retention samples from batch 2244936 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples. All retentions tubes had the expected appearance for this product of light to medium light yellow, trace hazy to clear. For investigation, two retention tubes went into incubation. One retention tube was incubated in the 20-25 degree c incubator and the other tube was placed in the 33-37 degree c incubator. At the seventh day of incubation there were no signs of growth or turbidity. Two photos were received to assist with the investigation: the first photo shows two tubes. One tube from batch 2244936, and one tube from batch 2160450. The tube from batch 2244936 the media does appear hazy/turbid. The tube from batch 2160450 the media appears clear yellow. The second phot shows the label of a partial carton from batch 2244936 carton number 0310. No returns were received to assist with the investigation. Per procedure for material 221788 before using, the material is to be boiled with the caps loosened for 10 minutes. This complaint can be confirmed based on the evidence provided by the photos for batch 2244936. Bd will continue to trend complaints for contamination/turbidity. No additional actions are indicated at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin showed contamination. The following information was provided by the initial reporter: "customer reports they received 4 boxes of tubes of media 221788 with some of the tubes showing turbidity/biological growth on them. Lot#: 2244936 hazard, injury or erroneous results? No hazard, injury or erroneous results details"